Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the polaris spectra system control unit (scu) was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The scu was returned to the manufacturer for evaluation. Testing found that the scu could not connect to a known operational computer during testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9 733438, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing an installation, the polaris spectra system control unit (scu) of the navigation system experienced a communication issue. It was reported that the computer displayed an error message stating "time out failure, please try again." After a few minutes following the message, the update to the setup utility ndi could not be performed as a second error message stating "one of more required ndi devices is not visible." It was reported that one led on the scu was blinking green and the other was orange. There was no patient present when this issue was identified.